Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process and that the insulin gauge was inaccurate. Additionally, it was reported that a cartridge alarm 1 occurred during basal. The cartridge was changed to address the issues and insulin delivery was resumed. It was also reported that cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded cartridge to address the event. Customer's blood glucose was 350 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.